Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a shock impedance value of zero ohms on the right ventricular (rv) channel. The rv lead is a non-boston scientific product. It was noted that the patient fell out of bed. Normally, the impedance is within range. Technical services (ts) noted that electromagnetic interference (emi) could potentially cause very low impedance values. Ts suggested troubleshooting actions. The device remains in use. No adverse patient effects were reported.